Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer loaded the cartridge with cold insulin. Tandem technical support educated customer on insulin labeling. Customer reloaded the same cartridge to resolve the issue. Customer¿s blood glucose level ranged from 162-163 mg/dl.